Event description:
It was reported that the customer's insulin pump had a frozen screen. After changing the battery the device had unresponsive buttons. Advised the caller to remove the battery for two hours, but the anomaly persisted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Battery cap contact was corroded. Insulin pump unable to verify frozen screen or keypad anomaly due to blank display. No unexpected audio or beep anomaly noted. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No damage inside pump noted.